Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: address and contact information unknown. G4: PMA/510(k) #- exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that during a retrograde intrarenal surgery (ris) procedure in the kidney, the yellow sheath and handle of an ncompass nitinol tipless stone extractor separated causing the basket to be unable to open and close. A new unspecified device was used to finish the procedure. As reported, there was no section of the device that remained inside the patient's body, and the patient did not experience any adverse effects or require any additional procedures due to this occurrence.